Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported crosslead penetration guide wire was returned for investigation. The returned crosslead penetration guide wire was found bent at approximately 4mm from the wire tip. The outer coil was found unwound proximal to the distal solder. Traces of solder were found adhered on the distal end of the unwound outer coil, indicating that the outer coil had come off from the distal solder. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with guide wire manipulation might have been locally applied to the distal segment of the subject crosslead penetration guide wire while the guide wire had been caught by the heavy calcium. Consequently, the outer coil that had been fixed to the distal solder was significantly loosened and came off from the distal solder. As withdrawal attempts were made, the outer coil was further unwound. Although it was concluded that the reported event was not attributed to the product quality, it was concluded that the fragment left in situ could not be ruled out should the same event recur and therefore reportable. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720degrees) in the same direction. [Malfunction and adverse effects] damage such as separation

Event description:
It was reported that an endovascular treatment (evt) was performed for a heavily calcified and mildly flexuous chronic total occlusions (cto) in the anterior tibial artery (ata). When an asahi crosslead penetration guide wire was manipulated with an asahi corsair armet microcatheter, a gap was observed on the radiopaque segment proximal to the guide wire tip. A new unit of crosslead penetration guide wire was used to successfully complete the procedure and revascularization was achieved. It was informed that there were no adverse patient effects caused by the reported event.